Event description:
On (B)(6) 2016 it was further reported that the lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited rising and high impedance. The rv lead remains in use and is being monitored. No patient complications have been reported as a result of this event.